Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Was updated with details of the intervention, sections g.6. And h.2. Were updated to reflect the type of report (follow-up 03) and the reason and h.11. Outlines the sections in this report that were updated.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent, a 7.0 x 150mm stent which was used to treat a restenotic lesion of the superficial femoral artery (sfa) middle third to distal third in the right leg. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was also post-dilated with pta. The site reported that on (B)(6) 2022, a restenosis of treated segment (target lesion) was identified. It was reported as not related to the device and not related to the procedure but due to a worsening pre-existing condition. It was reported as target lesion-related and required percutaneous intervention. The patient had right lower extremity (rle) claudication and a right sfa in-stent restenosis (isr) which was identified on an angiogram on (B)(6) 2022. A rle angiogram was performed with an intervention that involved laser atherectomy and pta/standard balloon angioplasty/plain old balloon angioplasty (poba) of the distal half of the mid to distal sfa/popliteal (pop) stent on the (B)(6) 2023. Tibioperoneal trunk (tpt) laser atherectomy and poba were also performed. The segment that was treated in the intervention involved the sfa distal third to tpt. It was reported as a target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The patient outcome was reported as resolved/recovered and the device remains implanted. It was reviewed by veryan and considered possibly related to the device. Additional information reviewed by veryan on 13-may-24 included the clinical events committee (cec) adjudication of this event which determined that this was not related to the devices implanted. This event was the second such event of restenosis in the treated segment that required a tlr. As the segment had already been repeatedly manipulated as part of previous target lesion revascularisation (tlr) intervention, the relationship was most likely due to progression of the disease. The previous restenosis event was reported in MDR report 3011632150-2024-00014.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent, a 7.0 x 150mm stent which was used to treat a restenotic lesion of the superficial femoral artery (sfa) middle third to distal third in the right leg. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was also post dilated with pta. The site reported that on (B)(6) 23, a restenosis of treated segment (target lesion) was identified. It was reported as not related to the device and not related to the procedure but due to a worsening pre-existing condition. It was reported as target lesion related and required percutaneous intervention. The patient had right leg extremity (rle) claudication and a right sfa in-stent restenosis (isr) which was identified on angiogram on (B)(6) 2022. A rle angiogram was performed with an intervention that involved laser atherectomy and pta/standard balloon angioplasty/plain old balloon angioplasty (poba) of the distal half of the sfa/popliteal (pop) stent on the (B)(6) 2023. It was reported as a target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The patient outcome was reported as resolved/recovered and the device remains implanted. It was reviewed by veryan and considered possibly related to the device.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Sections b.5., g.6., h.6. And h.10. Have been updated.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021 the patient was implanted with one biomimics 3d (bm3d) stent, a 7.0 x 150mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) middle third to distal third in the right leg. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was also post dilated with pta. The site reported that on (B)(6) 2023, a restenosis of treated segment (target lesion) was identified. It was reported as not related to the device and not related to the procedure but due to a worsening pre-existing condition. It was reported as target lesion related and required percutaneous intervention. The patient had a right leg extremity angiogram and intervention that involved laser atherectomy and pta/plain old balloon angioplasty (poba) of the distal third of the sfa/proximal popliteal (pop) stent on the (B)(6) 2023. It was reported as a target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The patient outcome was reported as resolved/recovered and the device remains implanted. It was reviewed by veryan and considered possibly related to the device.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.3. Was updated to reflect the 07-dec-22, section b.5. Was updated with details of the intervention, section d.3. And g.1. Were updated with the veryan address, sections g.6. And h.2. Were updated to reflect the type of report (follow-up 02) and the reason and h.11. Outlines the sections updated.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent, a 7.0 x 150mm stent which was used to treat a restenotic lesion of the superficial femoral artery (sfa) middle third to distal third in the right leg. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was also post-dilated with pta. The site reported that on (B)(6) 2022, a restenosis of treated segment (target lesion) was identified. It was reported as not related to the device and not related to the procedure but due to a worsening pre-existing condition. It was reported as target lesion-related and required percutaneous intervention. The patient had right lower extremity (rle) claudication and a right sfa in-stent restenosis (isr) which was identified on an angiogram on (B)(6) 2022. A rle angiogram was performed with an intervention that involved laser atherectomy and pta/standard balloon angioplasty/plain old balloon angioplasty (poba) of the distal half of the mid to distal sfa/popliteal (pop) stent on the 18-jan-23. Tibioperoneal trunk (tpt) laser atherectomy and poba were also performed. The segment that was treated in the intervention involved the sfa distal third to tpt. It was reported as a target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The patient outcome was reported as resolved/recovered and the device remains implanted. It was reviewed by veryan and considered possibly related to the device. Additional information provided by the site on 27-feb-24, 28-feb-24 and 01-mar-24 added details of the intervention and updated the date of onset from 18-jan-23 to 07-dec-22.